Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (500 mcg/ml at 25 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had been scheduled for a routine elective replacement indicator pump replacement. At a recent clinic visit on (B)(6) 2024 the healthcare provider (hcp) performed a catheter access study to assess patency of the catheter in preparation for surgery but they were unable to aspirate cerebrospinal fluid (csf). Therefore, in addition to the pump replacement, they were also scheduled for a catheter revision. In addition, plain film thoracic x-rays completed on (B)(6) 2024 demonstrated the catheter tip at t5. There were no known precipitating events. The patient was taken to the operating room today and placed in a lateral position. The hcp first started by opening up the existing pump pocket and dissecting down to the existing pump and proximal pump segment. They disconnected the old pump and proximal segment, but were still unable to see any freely dripping csf. The hcp attempted to slightly retract the catheter down but still was unable to see any return of csf. They then proceeded to open up the midline lumbar incision and dissected down to the existing anchor and spinal segment. The spinal segment was then spliced again, but there was still no return of csf. The obstructed section of the catheter was within the spinal segment, which was tied off and abandoned in the lumbar incision. The proximal segment was removed and the hcp replaced the catheter in its entirety. They were given a new 8780 catheter kit which was placed at t8 without difficulty. The new catheter was tunneled to the existing pump pocket and connected to the new proximal segment and pump. A catheter aspiration was performed before and after placing the pump back into the pump pocket. The incisions were then irrigated and closed. The event was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2017; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.